Manufacturer narrative:
Manufacturing review: a complete DHR review was not available because the corporate lot number is unknown. Investigation summary: one ti lp port with 8 fr s/l groshong catheter was returned for evaluation. A partial circumferential split was noted on the catheter at the 15cm depth marker. When viewed under magnification, the split appeared to have a granular surface with portions of the catheter surface around the split appearing rounded and polished. As a split was found in the catheter, the investigation is confirmed for the reported leak. Per the evaluation results, the split was circumferentially-aligned and some of the material near the split appeared rounded and smoothed. These are characteristics typical of flexural fatigue. Therefore, it is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the catheter was placed in the internal jugular vein, the alleged subcutaneous leak is located near the port body. The leak was found when the physician was flushing with normal saline. No medical interventions required post event. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that subcutaneous leakage of normal saline solution allegedly occurred since there was a hole in the catheter. There was no reported patient injury.